Event description:
The customer contacted stryker to report that their device would not provide any voice prompts or audio. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.